Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a contact called on behalf of the patient after an occlusion alarm occurred and persisted despite a supply change, followed by an additional alert code. The patient was reported to be using a teflon infusion set with tubing. Troubleshooting was performed, including attempts to complete a dry run on the device. After restarting the device, the patient was able to complete the dry run to the full volume with no supplies attached. The patient then replaced all supplies using a different lot and was able to successfully complete a full supply change. Replacement supplies were arranged to be sent, and the patient was advised to call back if further issues occurred. The patient was reported to be comfortable following the resolution. Blood glucose levels were affected during the event, with a highest reported value of 237 mg/dl and elevated levels for approximately six hours. A fingerstick reading of 224 mg/dl was reported. No back-up therapy, ketone testing, steroid use, professional medical intervention, or immediate health effects were reported, and assistance from the contact was provided out of kindness. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.